Event description:
It was reported via repair work order that the brakes were not remaining engaged due to malfunction 5th wheel assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.